Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a lefort 1 osteotomy one screw could not be inserted in the maxilla. The other screws worked well. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. The 2.0x5mm ht x-drive screw 5pk (part# 25-2005, lot# 873120) was visually evaluated. The screw appeared to be in good overall condition. Functional testing was done by attempting to insert the screw into a block of white oak wood using a ratcheting screwdriver and a 2.0mm blade. The screw inserted into the wood easily, therefore the complaint is unconfirmed. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.